Event description:
This is filed to report ventricular fibrillation. It was reported on (B)(6)2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with an grade of 3-4. Two clips were implanted, reducing mr to a grade of 1. On(B)(6)2023, the patient returned to the hospital due to premature ventricular contractions. It is unknown if the implanted mitraclip caused or contributed to the patient effect. On (B)(6)2023, an ablation procedure was performed to treat the ventricular contractions. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported ventricular fibrillation associated with the premature ventricular contractions could not be determined. The reported patient effect of ventricular arrhythmias, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.